Manufacturer narrative:
(B)(4). Estimated date of occurrence. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of an unknown size nc trek balloon catheter, there was strong resistance and the protective sheath could not be removed from the balloon. The device was not used. It is unknown how the procedure was completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.